Event description:
Procedure: sleeve gastrectomy. According to the reporter: the idrive handle stop working during the operation at the time that the scrubbing nurse load new cartridge. Added by the sales rep: unanticipated tissue loss? No. Unanticipated extension of the incision by more than one inch? No. Unanticipated blood loss of 500cc or more? No. Was surgical time delayed by more than 30 minutes due to the product problem? No. Device fragment or component falling into the patient cavity? No. Device fragment left in the patient? No. Did the difficulty result in unintended colostomy, formal laparotomy, re-operation etc.: no. Additional information - can you explain the product problem in greater detail? The idrive stopped to respond, the lights been shout down and even when we change the battery it's still didn't respond. Was the idrive used on the patient or was the problem discovered prior to use on the patient? It happened on the table if the scrubbing nurse while she load new cartridge. Was the idrive able to be fired? No. What status indicator lights were being displayed? No lights. Was any reinforcement material used in conjunction with the stapling device? No a) if yes, a. What was the brand of the reinforcement material used? B. What was the item code and lot/serial number of the reinforcement material? Was there any tissue damage as a result of this problem? No a. If yes, describe the damage and provide details on how the damage was treated/corrected. B. Was the damage irreversible? What is the current patient status? Ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).